Event description:
The complainant reports when the flexi-seal signal fms was discontinued 115 ml of water was aspirated from the fms retention balloon 'over double the amount recommended.' The complainant also reported there was no harm to the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.